Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. B1-selected adverse eventb2-selected required intervention to prevent perm impairment.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 67-year-old female patient was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed access site bleeding with hematoma. Four units of packed red blood cells were provided to the patient. The patient was taken to the operating room to have a mediastinal washout/re-exploration. After the washout, sutures were applied to the groin and a femoral stop was placed at the access site. The patient survived the event, and was eventually weaned and explanted off impella.